Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record and UDI are in-progress. All information reasonably known as of 19 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: 230 ml nacl flow rate: 5ml/hr over 46 hours drug: fluorouracil (5-fu) 4950 mg procedure: unknown cathplace: unknown infusion start time: unknown infusion stop time: unknown. It was reported; the infusion ran 6 hours shorter than what it should have. Per additional information received on 5jan2026, the pump is kept in a fanny pack designed for home infusion pumps. The pump was kept below the infusion site.